Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hysterectomy. According to the rptr: original surgery took place on (B)(6) 2004 for hysterectomy at (B)(6) hospital, allegedly transvaginal tape was implanted. After experiencing pain, on (B)(6) 2011 a small piece of tape was removed from a cyst found in the vaginal wall. On (B)(6) 2011 pt underwent additional surgery in which additional pieces of tape were removed. Pt suffers from lichen sclerosis and has been treated over many years. Additional info has been requested.